Event description:
The device was activated several times once placed into svc following breast surgery. It was observed that this device fully inflated with no drainage while the pt was in the ICU. The device was disconnected and exchanged for a new device that functioned as intended.